Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted cystectomy surgical procedure, the customer stated that the synchroseal instrument exhibited non-intuitive motion. The customer attempted to move the instrument to the right or left, but the instrument moved in the opposite direction. It was also noted that during dissection, the instrument cut electrode became dislodged and almost fell off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no videos or pictures are available for this incident.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved in this complaint and completed the device evaluation. The failure analysis investigation replicated/confirmed the customer's reported complaint. The instrument exhibited imprecise motion in the pitch direction. The wrist assembly moved within the joint limits and in the commanded direction. However, a lag or delay in the motion was observed. An additional observation not reported by the customer were also noted. The instrument had a dislodged snake wrist. No pieces were missing. The wrist assembly was no longer straight and fully secured. The customer also complained that "instrument cut electrode became dislodged and almost fell off". This complaint was confirmed. The cut electrode appears to have separated from the grip tip slot feature. The heat stake over the mold of the cut electrode was no longer present. Material, approximately 0.06" x 0.06", was missing and not returned. The cut electrode was found thermally damaged. Melted char marks were observed along the blade edge of the electrode. Any material missing is likely to be thermally induced rather than mechanically induced. The entire jaw cover was no longer present, exposing the inner components of the wrist assembly. Missing material, approximately 0.58" x 0.60", was not returned.

Event description:
Refer to h10/h11 for follow-up information.